Event description:
Healthcare professional (hcp) reported patient (pt) receiving peritoneal dialysis treatment on the baxter pac-xtra device. Pt fill volume was 2500cc for 6 cycles. 16,000cc of dianeal 4.25% solution was hung at the beginning of treatment. Hcp reported pt had ultrafiltrate (uf) of approx 5198cc after cycle 2 and all of the supply bags were empty. After cycle 2, hcp discontinued treatment on the pac-xtra and performed a manual drain receiving approx 500cc. Hcp suspicious of an overfill due to the high uf readings. Hcp and physician do not think that pt received all of the 16,000cc, but suspect that pt received a portion and the rest went to the drain bag. Hcp reported device alarmed "check supply lines" during therapy. Physician assessed pt following cycle 2. Pt reported back pain and hcp administered pain medication. Lab work was performed along with glucose checks and insulin was administered for an increased glucose level. Hcp indicated 4.25% dialysis solution may have contributed to the high glucose level.